Event description:
Reportable based on analysis completed on (B)(4) 2013 it was reported that difficulty crossing the lesion occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 5mm x 20mm x 142cm coyote es balloon catheter selected to dilate the lesion; however the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. However, device analysis revealed circumferential balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was blood in the inflation lumen. The balloon was loosely folded. The inner shaft was bunched both sides of the markerband, 1.5mm on the proximal side and .5mm on the distal side. There was a total circumferential balloon tear. The distal tip was damaged. Inspection of the device presented no other damage or irregularities. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the balloon tear. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).